Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The distal coupler and multiple electrodes were displaced. The pellethane tubing was corrugated and torn exposing conductor wires and the nitinol frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage to the paddle is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming a displaced electrode and exposed internal wiring.